Event description:
Dr was placing clamp on open heart aorta and the clamp broke in half. Physician very upset. Or nurse mgr states that the fogarty clamp broke while physician was placing on the aorta during open heart surgery. Staff opened second pack to retrieve new instrument. No pt injury resulted as result of incident.